Event description:
The customer's husband reported that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. It was found that the customer was sitting while inserting the infusion set and filling the reservoir with cold insulin. The customer was advised to stand when inserting the infusion set and to fill the reservoir with room temperature insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.